Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to the patient was presented in ER with a dislocated hinge base. During revision discovered that the stem on the poly spacer was broken.